Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. During investigation 32 errors were logged dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Manufactured can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.